Event description:
In 2008, the patient reported that her blood glucose has been elevated for 3 days. On the day before, her blood glucose elevated to 560 mg/dl and early the morning on original date, her blood glucose elevated to 572 mg/dl. She injected insulin via syringe and her blood glucose lowered to 173 mg/dl. Symptoms of elevated blood glucose are chest pains and her skin was "itchy." She stated that she changed her infusion site and tubing, the battery, insulin cartridge, and insulin. The patient was advised to switch to her backup infusion device. Upon follow up on the same day, the patient stated that her infusion device was not malfunctioning. She did not switch to her backup infusion device. She stated that she had inserted her infusion site into scar tissue on her hip and once she removed the infusion site to her abdomen, her blood glucose returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.